Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: after the specimen was in the bag and closed a part of the plastic that stays on the ring broke off and fell into the patient. It was removed and no injury occurred.

Manufacturer narrative:
(B)(4).